Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the dissector was providing an error when the surgeon was trying to activate. When they pulled the hand piece out of the patient, they went to clean it and the tip broke in half. Nothing was left inside the patient. A new similar dissector was replaced and it worked fine which completed the procedure. There was no patient injury.